Manufacturer narrative:
The ostomy skin barrier was not returned; therefore, a device evaluation could not take place. A complaint history trend analysis was conducted for similar complaints and no adverse trends observed. A device history records (DHR) review could not be conducted because a lot number was not provided. There was no report of product malfunction. Based on the information provided, a root cause could not be determined. Hollister will continue to monitor this reported issue. Only the di portion of the UDI information is known due to lack of lot number information.

Event description:
It was reported that an end user of the hollister ceraplus skin barrier, applied beneath the hollister ostomy appliance, experienced areas of discolored skin accompanied by a rash resembling measles, which were described as stinging and prickly, and appeared sporadically under the skin barrier. It was also reported that the end user saw a dermatologist, who diagnosed the condition as a fungal infection and prescribed nystatin powder. In addition, it was reported that the end user will try a different ostomy appliance, change their skin preparation routine, and follow up with the dermatologist.